Event description:
Levophed was titrated down to 0.1mcg/kg?min. Moments later, the patient's map decreased to less than 65. Levophed was increased to 0.2mcg/kg/min. The patient became tachycardic and hypertensive and the levophed was turned off. The blood pressure again began to drop. When the nurse went to restart the levophed, it was noticed that the pump was set at 2mcg/kg/min. Instead of 0.2mcg/kg/min. The drip was immediately turned off. The patient's rhythm changes and a wider qrs was noted. The patient developed an irregular rhythm, and the triponin I level was elevated.